Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the tip of the obturator was fractured, where the complainant's experience mentioned that the tip of the obturator was bent. Based on the condition of the returned unit and the description of the event, it is possible that the bent tip was caused by inserting the trocar at an angle or by pushing against a hard surface. It is likely that the tip fracture was caused by prolonged lipid exposure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the event description received, the event was deemed not reportable. After evaluation by engineering, the event is now deemed reportable due to the fractured obturator tip.

Event description:
Procedure performed: unknown event description: inserted the trocar and it wouldn't penetrate the facia, and when the doctor pulled back on it, the tip was bent. Nothing was broken or fractured in the process. The cannula tip was bent. They opened up another trocar to use and finished the procedure." Additional information was received via email from sales representative on friday 6-oct-2017: "yes, it was the shaft that was bent. There was an error in reporting." Additional information received via email on 06-oct-2017 via email from sales representative: "there was a scope in the unit to my knowledge. The staff did not think there was more force applied than normal. The patient was a normal size/abdominal wall thickness." Type of intervention: "they opened up another trocar and finished the procedure." Patient status: "the patient was fine."